Event description:
Patient obtained a blood glucose result of 500 mg/dl, at ~ 1 am, while using the suspect device. Patient reportedly retested and obtained a result of 120 mg/dl. Reporter indicated that patient was exhibiting symptoms of hypoglycemia ("cold sweat and dizzy"). Patient reportedly phoned emergency medical services and, while awaiting their arrival, self-treated by drinking 3 glasses of orange juice. Upon their arrival, patient's blood glucose reportedly measured 90 mg/dl, on paramedics' blood glucose monitor. Reporter indicated that patient immediately retested, using the suspect device, and obtained a result of 300 mg/dl. Patient was reportedly given and EKG, by paramedics, and pulse was checked. No additional treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.